Event description:
Rptr states implants must be explanted. She has lost her nursing career due to atypical neurological syndrome. Implants were replaced two times. She has had a total of 3 surgical procedures. A medical professional has confirmed silicone in pt's brain. She complains of: blood pressure problems, anxiety and/or depression, organizational difficulty, lack of concentration, short-term memory loss, procrastination, getting lost or confused, balance disturbances, headaches, chest/rib cage, pain and/or burning sensation, rapid deterioration of eyes, thyroid problems, chronic pain, heat or cold sensitivity, frequent low grade fever, internal gastrointestinal hemorrhage, hysterectomy, substantial hair loss not connected with medications, frequent migraines/severe headaches, hypersensitivity or allergies to molds, joint inflammation, swelling, pain/arthralgia, frozen shoulder, muscle pain and burning, unexplained rashes, numerous moles, freckles, etc, chronic insomnia, and clumsiness/drops things.